Manufacturer narrative:
Device 1 of 5. E1: complainant country: china. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
The distributor reported that hospital identified five pieces of dressings were found unsealed upon opening one box of the product. The product was not used. The photographs and video depicting the issue were also received from the complainant.